Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The observed overall risk level matches the anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
After making tracks in l4-r, l3-r, l2-r and l1-r, surgeon was about to use bur in t12-r and he observed that the bur position is not right as per the anatomy and the planned trajectory while the positioning of the arm was good on the screen. We asked surgeon to check the accuracy by using an instrument and t10-t12 levels were not accurate while the lumber area was accurate. There was not any drb/surveillance shift warning on the system.